Manufacturer narrative:
The product upon which this medwatch form was based has been returned for evaluation. This medwatch is being submitted as a follow-up to the initial medwatch report submitted on 1/15/97 to include the evaluation results.

Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's mid-right coronary artery. Upon initial inflation attempt, the delivery balloon burst at 6 atmospheres. During withdrawal of the sds and stent, the stent embolized to an unk location. Attempts to retrieve the stent with a microsnare were unsuccessful. There were no clinical sequelae reported relative to the event.